Manufacturer narrative:
Additional information: the patient underwent a planned percutaneous coronary intervention to the left circumflex artery. The stent was deployed initially with a good angiographic result but the marginal branch was noted to be occluded. An attempt was made to cannulate the marginal branch with a coronary wire, however, the wire appeared to become entrapped in the stent resulting in the fully deployed stent to have "concertinaed" in appearance. The patient became hypotensive requiring multiple doses of metaraminol to maintain blood pressure. Unsuccessful attempts were made to snare the stent. An attempt was made to dilate stent into position in order to prevent any further migration of the stent but this was not successful. The stent migrated to a distal position at a bifurcation which did not allow for the stent to move distally any further. Hemoglobin was noted to have decreased to 64g/l requiring a blood transfusion. The patient was referred to cardiothoracic surgery for intervention, a coronary artery bypass to the affected coronary artery vessel. The patients abdomen revealed to have an extensive retroperitoneal hematoma likely from the left femoral puncture site. The vascular surgeon was consulted and no active bleeding was noted and therefore at the time no intervention was required. Patient history provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent foreshortening occurred. Stent deformation occurred in vivo post deployment. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. The stent was implanted in the circumflex (cx) artery. It was stated that the patient will need further procedures from alternative specialties to ensure no further damage due to the stent. The patient is alive with injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion being treated was moderately tortuous, mildly calcified with 90% stenosis in the distal circumflex artery (cx). The device was briefly inspected prior to use when loading on the coronary wire with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device to the lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.